Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00771100700, femoral stem plasma sprayed press-fit cementless, lot # 62107681. Item # 00620205022, shell porous with cluster holes, lot # unk. Item # 00630505032, liner standard, lot # 62179892.

Event description:
It was reported that a patient began experiencing pain approximately one year post implantation with elevated ion levels. The patient was then revised approximately 4 years post implantation due to allegations of pain and mechanically assisted crevice corrosion, metallosis or alval like symptoms. Surgeon stated that a black ring was visible inside the femoral head component at the taper interface. Intraoperative surgical findings noted a ring of darkened metal material stamping about the inner surface of the cobalt chrome femoral head. Additionally, the surgeon observed that the trunnion also had a ring of metallosis about it consistent with mechanical assisted crevice corrosion. In addition, a pseudocapsule was noted to have significant amounts of necrosis throughout.